Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during a pre-MRI device check, 3 shock lead impedance (sli) spikes were previously recorded. The sli spikes were greater than 200 ohms. Sli was tested that day and was 83 ohms. Pocket manipulation and isometrics tested out with no issue. Boston scientific technical services (ts) discussed pin pointing a potential emi source or to investigate a potential lead issue. The patient is to be monitored in clinic. No adverse patient effects were reported.